Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during daily checks, the user discovered the electrocardiogram (ECG) was not working. User stated no issues were observed with the ECG leads attached to the device. Troubleshooting was attempted with a different lead set, however the issue was not resolved. No error messages were displayed. As the reported issue was discovered during daily checks, no patient was involved at the time of the incident.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during daily checks, the user discovered the electrocardiogram (ECG) was not working. User stated no issues were observed with the ECG leads attached to the device. Troubleshooting was attempted with a different lead set, however the issue was not resolved. No error messages were displayed. As the reported issue was discovered during daily checks, no patient was involved at the time of the incident.